Manufacturer narrative:
See regulatory report # 3004209178-2018-19519 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The caller reported that after the new stimulators were implanted, the patient saw the health care professional (hcp) on (B)(6) 2018 so the therapy settings could be adjusted. The caller stated the patient went home and then when he woke up, the settings "were a disaster/not working". The caller clarified and stated the patient experienced a sudden return of symptoms and was rigid. The caller then stated that the hcp gave them the ability to change the settings to what they were with the previous implants so the caller stated she switched back to the original settings which was a painful thing for the patient. The caller stated when they went back to the hcp in (B)(6) 2018, the hcp said to leave the settings as is (as the original settings with the previous implant). Information regarding insr antenna heating and symptoms during recharge has been omitted as it is contained in pe# (B)(4).